Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibited intermittent atrial undersensing as well as atrial oversensing. Review of the electrogastrogram suggest possible lead dislodgment. No intervention was performed. Patient condition was not reported.